Event description:
The customer stated that she was treated by the paramedics for a low blood glucose reading of 38 mg/dl. The customer stated she lost consciousness due to low blood glucose. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the displacement test. The customer stated that she had been experiencing low blood glucose levels ever since she had a heart attack and her dr put her on several different medications. The customer also stated that she has been exercising more often. Advised the customer that all of these things could have contributed to the low blood glucose levels.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.